Event description:
The physician achieved arteriotomy closure with the closer 6 fr. Device after an unknown procedure. Fluoroscopy was not performed to verify arteriotomy placement in the common femoral artery. The device was inserted at a 45-degree angle. Good marking was obtained. There was no report of a difficult device insertion. The foot was deployed without difficulty, however, it was reported that the foot was not apposed to the arterial wall. The needles were deployed and retrieved without incident. The foot was parked. The device was removed as the knot was delivered. Hemostasis was achieved. Immediately after the procedure the pt complained of discomfort at the groin site. The pedal and femoral pulses were noted to be diminshed. The pt was taken to surgery. The suture was noted to have closed off the artery. The suture was removed. Post-operatively the pt's pain was relieved and the pulses were reported to be "good". The pt was discharged without further adverse sequelae.